Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life on an unknown date and would no longer communicate. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
The reported observation ¿ipg communication¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date. The device exhibited normal functionality during analysis which included communication testing with a clinician programmer. No programmer logs were returned from the field for review. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Based on analysis of the returned device, decision was changed to not reportable. Analysis was unable to confirm issue as device functioned normally on analysis.